Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The boards and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images. No patient injury was reported.